Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device was returned and visual examination of the returned part shows signs of repeated use and missing ball bearings. Device history record (DHR) was reviewed and no discrepancies were found. Field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to a previously-addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the ball bearings and springs were missing from the device. No adverse events have been reported as a result of this malfunction.